Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case was cracked by tube holders. Cracked battery door. Error history log review found a force sensor test error. The root cause of the reported issue was found to be the main board did not operate as intended. Actions were taken to mitigate the reported issue: replaced the main board. Also replaced force sensor and plunger cable as a preventative measure. Performed calibration and all functional tests which passed.

Event description:
It was reported that the pump had a force sensor error. No patient injury was reported.